Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-s1. It was reported that the patient underwent a revision surgery due to broken rods. The rods were removed and replaced with titanium rods. The s1 screws were also replaced during the surgery. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. (B)(4).